Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg would turn off randomly. Database analysis (db) revealed 1 high impedance contact on port c. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to fu #1 MDR in fields. Should have been: additional information was received that the patient underwent an ipg replacement procedure per physicians preference. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg would turn off randomly. Database analysis (db) revealed 1 high impedance contact on port c. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would turn off randomly. Database analysis (db) revealed 1 high impedance contact on port c. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to follow-up #2 - date of this report should have been 07-feb-2018. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients ipg would turn off randomly. Database analysis (db) revealed 1 high impedance contact on port c. The patient will undergo an ipg replacement procedure.